Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. The returned battery cap was undamaged and fit securely to the pump. There was evidence of moisture observed in the battery canister and on the battery cap. A leak was performed revealing a battery compartment leak. The pump¿s cover was removed and no further moisture corrosion was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.